Event description:
Caller alleged that the cholestech ldx meter would not power on. Results as follows: customer reports that the ldx meter will not power on. During call, customer tried multiple power sources and the transformer on power cable began smoking. Technical services informed the customer to remove the meter from the power source. No report of death or serious injury. Replacement meter is being sent to the customer.

Manufacturer narrative:
Investigation pending.